Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? And concomitant med prod data annex a: a1603, a13, annex b: b01, b13, annex c: c0201, annex d: d02, annex g: g02013, bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported error code 570.6000 could not be duplicated during laboratory testing; however, a review of the error log identified the presence of error code 570.6200.0 on the suspect etco2 module. Preventive maintenance (pm) task was performed on the suspect device to verify its performance, and no issues or anomalies were found. The suspect etco2 module, in the as-received condition, was connected to a dchu pcu and powered on ten (10) times to observe its functional state. The suspect etco2 module began the initialization process and did not exhibit any 570.6000 malfunctions or other errors. The event date was reported as 04 february 2026; time was not reported. According to the event log, the suspect etco2 module was attached to the concomitant pcu s/n (B)(6) as channel d, on 22 january at 11:56 pm, the device ran as expected until 11:58 pm when the 570.6200 channel malfunction occurred. The suspect etco2 error log showed an error code 570.6200.0 on 22 january 2026 at 11:58 pm. The error code 570.6200 (OEM_cbit_failure) indicates the continuous built-in tests failed and that a service code was reported by the oridion board. The alaris etco2 module 8300 technical service manual states on chapter 2 checkout and configuration the next statement: when powering up the instrument, verify the instrument beeps and all display led segments flash. This confirms that the instrument has performed its self-test and is operating correctly. During operation, the instrument continually performs a self-test and will alarm and display a message if it detects an internal malfunction. Contact bd authorized service personnel if the instrument has physical damage, fails to satisfactorily pass the startup sequence, fails a self-test, or continues to alarm. According to the bd alaris pcu, model 8015 and bd alaris pump module model 8100 technical service manual through the use of diagnostic hardware testing and software error trapping, the bd alaris system ensures that all hardware and software errors are logged and the appropriate action is taken. The response for error code 5xx.6200 is to replace the etco2 board. There was no patient involvement. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 570.6000 as soon as the unit was turned on. There was no patient involvement.

Event description:
It was reported that the device had error code 570.6000 as soon as the unit was turned on. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.